Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "recall".

Event description:
Patient reported "patient mentions recall, informed that is afraid, informed that the exams do not change, but that sometimes feels pain." Later a physician reported "the capsular contracture is at the beginning" (baker grade unknown). This is for the left side device. The device remains implanted.